Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon eval, the front response button was damaged and the switch was not able to correctly operate the monitor. The root cause for the defective response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective response button. The pt rec'd a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a damaged response button. The pt was issued a replacement monitor.